Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported that customer's reading was 150 mg/dl on her aviva system at 1745. Customer took 5 units of humalog insulin based on that result. Customer then proceeded with eating a normal supper and her normal routine. At 1900 customer was feeling fine and her reading was 140 mg/dl. Customer ate a snack of grapes and graham crackers at 1920. At 2030, caller reported customer was "looking funny and was not acting normal" so he checked her blood glucose and got a result of hi (>600 mg/dl). Caller retested the customer's blood glucose at 2035 and got a result of 49 mg/dl. He then treated her by giving her juice. He waited about 5 minutes and tested her again with a result of 100 mg/dl at 2040. Customer was still not talking or acting right so he tested again and got a result of 150 mg/dl and customer's symptoms got worse. Caller contacted emts and when the emts arrived they tested the patient with their meter (unknown type) and got a result of 49 mg/dl at 2050. Emts started an IV with dextrose and transported the customer to the hospital. Customer was tested again by the emts while in route and the result was 20 mg/dl. Customer was admitted at the hospital. On morning that caller contacted manufacturer, customer also tested on her aviva system with results of 222 mg/dl and 103 mg/dl within 10 minutes. No actions based on these results were reported. Requested return of suspect device and replacement was sent.